Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 150 mg/dl at the time of the call. The customer could not recall any significant events leading to the alarm. The customer also reported experiencing high blood glucose. Customer's blood glucose would reach 300 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.